Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 12" (30 cm) ext set w/microclave®, 0.2 micron low protein binding filter, 2 clamps, spiros® w/red cap and occurred on an unspecified date. It was reported that the patient was receiving (paclitaxel) taxol. The last admission toward the end of infusion filter broke and medication precipitated. This admission at hour 19 and hour 21 of the 24-hour infusion filter broke again. It was noted that the concentration of medication may be too high for the tubing. There was patient involvement, but no patient harm reported in this event.